Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a filling slowly alarm in fill 5 of 7. The patient discontinued treatment during drain 4 of 6 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3827 ml during drain 4 of the treatment. This drain volume is 156% the patient's prescribed fill volume of 2450 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment; the patient ran his usual time and the fluid removed is an expected amount. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Upon further review of this file, it was determined the event details do not meet reporting criteria. Therefore, MDR with MFR 2937457-2023-01412 will have no further updates.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having a filling slowly alarm in fill 5 of 7. The patient discontinued treatment during drain 4 of 6 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 3827 ml during drain 4 of the treatment. This drain volume is 156% the patient's prescribed fill volume of 2450 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment; the patient ran his usual time and the fluid removed is an expected amount. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler will be returned to the manufacturer for physical evaluation.